Event description:
It was reported the physician explanted the ipg because the pt had not used the system in 3 to 4 years. It was reported the extensions were cut and only the ipg was removed. It was reported the pt had stopped using the system because she felt she no longer needed to use the system. The extensions and leads remain implanted in the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.